Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the ultrasound medium leaked because a hole was generated on the distal end sheath when some kind of external force was applied to the distal end sheath. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus ultrasonic probe due to the ultrasonic image not displaying during use. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the insertion tube was broken, and leaking ultrasonic medium. This report is being submitted to capture the leaking insertion tube found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the ultrasonic image was not present. Additionally, as noted, the insertion tube was found leaking the ultrasonic medium material. If additional information becomes available following the device evaluation, a supplemental report will be filed.